Manufacturer narrative:
Initial and final MDR 1908255 - MDR 8021545-2024-01920 - device 8 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with nine infusion sets which fell off during use after being used for 24-48 hours for all events. Patient's blood glucose level at the time of event was reported to be high therefore, patient used correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.